Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion was located in the calcified and moderately tortuous external iliac artery. The physician advanced the 8.0mm x 40mm x 80cm sterling otw balloon catheter across the lesion for predilation. The balloon was inflated to less than 14 atms and ruptured. The number of inflations is unknown. The physician used a non-bsc device to complete the procedure. No patient complications were reported and the patient's status is good.